Event description:
Healthcare professional additionally reported "swollen lymph node and a history of breast cancer and a possible exchange from textured to smooth due to product concern."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patient's concern with the product.

Event description:
Patient reported right side "fluid at bottom of breast," " swelling, lump, and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.